Manufacturer narrative:
On october 10, 2024, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: shell irregularities. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that 390cc mentor memorygel boost breast implant being used for a breast surgery appeared to be scratched or thinner in the area. Bubbles were also reported. It was reported that the device was untouched. There were no patient consequences or additional information reported.

Manufacturer narrative:
On december 31, 2024, device evaluation was completed as follows: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the smo ro mod pro boost gel 390cc breast implant was found to have a scratch mark on the anterior view, measuring approximately 1.7 cm. The product was received without its sealed thermoform. Leak testing was performed, according to the mentor procedure, and no areas of gel exposure or bubbles were detected during the analysis. Based on the information currently available, a notification was sent to mentor's manufacturing team for further investigation. According to the manufacturing investigation, the evaluation of process controls took into account the defect mentioned in the product complaint. In response to this finding, awareness training was provided to all final inspection operators and assembly operators for awareness and reinforcement of the confirmed manufacturing defect. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).